Event description:
It was reported that a pt underwent a pelvic floor repair procedure in 2007. In 2008, the pt first noticed a problem, and on an unspecified date during that month, the pt went to the surgeon's office complaining that she could feel the suture at the midline. When the surgeon checked for the suture, he felt an erosion of the mesh in the deep pass on the pt's right side. The pt was brought into surgery on the following month for a resection of the tape on the deep right arm. The surgeon removed the suture from the midline and closed over the erosion on the back right. Currently, the pt is healthy and healing is progressing normally.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.